Event description:
On 05-may-2026, a facility representative reported via (B)(4) that an ar-8332h synergy shaver stopped working during a case with no patient affected. Additional information was provided in (B)(4). Per the rep, they had an issue mid-case where a shaver hp was shredding the inside of the actual burr, as seen in the attached photos. The hcp burring in a shoulder case worked initially. Still, as it continued, the inside of the disposable, where it locks into the hp, began to spin in place when the locking mechanism was presumably broken. They swapped it for another hp, and the case was completed without an issue. It appeared that the inner tabs from the hub came off, likely indicating that too much pressure/torque was applied, and the motor driver sheared them.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.